Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer indicated to olympus representative that they will change the bulb themselves. The olympus representative provided the customer with instruction manual and the instructions for replacing the bulb. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus representative that the bulb needs to be changed on the light source due to main lamp did not ignite as more than 500 hours use light came on after an unspecified procedure. There were no reports of patient harm.